Manufacturer narrative:
The pump passed the delivery accuracy test. No moisture damage was noted on the motor assembly or electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that customer smelled insulin. Customer reported that insulin pump had a leak at reservoir and fluid was visible under display screen. Reservoir could not be returned due to customer throwing away. Reservoir and infusion set. Insulin pump would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.